Event description:
It was reported that the device was out of alignment and overheated during a procedure. There were no adverse consequences or delay in the surgery alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint was confirmed. The threads of the angle nut were over-torqued. This caused the device to not align. This likely occurred by excessive torque applied to the nut. Repeatedly over-torquing the angle nut can cause it to break as well as cause the handpiece to be misaligned and may cause a thermal event. The device could not be repaired.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete. (B)(4): device not yet returned to the manufacturer.

Event description:
It was reported that the device was out of alignment and overheated during a procedure. There were no adverse consequences or delay in the surgery alleged with this event.